Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous arteriovenous fistula on the vein side. The f/g sterling 6.0 x 40mm balloon was advanced to the lesion and inflated one time to 10atms and ruptured. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).